Event description:
It was reported that the patient sought medical attention at the emergency room with hyperglycemia on (B)(6) 2026. The patient¿s blood glucose levels rose to 590 mg/dl while wearing the pod for an unknown duration. The patient reported that they consumed more food than normal on this day, and they attempted to correct by several programmed boluses of insulin (novolog ¿ insulin aspart), however this did not work so the patient presented at the emergency room. The patient was treated with intravenous fluids. The patient was released later the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.7. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.